Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) keypad froze and would not respond to any touch commands. The pump was changed and taken to the customer's biomedical engineer. There was no harm or injury to the patient and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp), during use the keypad froze and would not respond to any touch commands. The pump was changed and taken to biomed. The catheter was a maquet linear. No patient effects. The complaint will be closed and, if new information and/or device were available, the file would be reopened and updated. H3 other text : repair service not done.